Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the cgm error code did not reappear, and the caller successfully started their sensor session.